Event description:
Affiliate reported that the measured opening pressure (<5mmh2o) did not match the set level (130 mm). Patient with shunt due to pseudo tumor cerbro. Affiliate explained that the doc explanted the shunt and put in another shunt.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.